Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was higher than 900mg/dl. Troubleshooting was not performed because the customer's wife did not have the insulin pump available at time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device many have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.